Event description:
It was reported that during a generator replacement procedure, the replacement implantable cardioverter defibrillator (ICD) screw on the right ventricular pace/sense channel was screwed down to its final position without the lead tip being fully in place. There were multiple attempts to unscrew it, but the screwdriver was rotating freely without conducting torque to the screw. The silicone cap was removed to have a better view; however, the screw could not be freed. The ICD was not used, and a different device was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.